Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11: unk-palacos-cement item # 5036964 lot # 88824742 qty 2.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona cr standard femoral catalog # 42502605801 lot # 63241995. Persona cr articular surface catalog # 42511000411 lot # 63641904. Unknown palacos cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2020-00249. 3007963827-2020-00250.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had pain and tightness in knee after knee surgery. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.